Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that they encountered service code 338 when programming a pump. The agent reviewed and sent information related to this service code. The company representative (rep) was not with the account. The rep was redirected to follow up with the customer and advise that they restart the programming application. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the software version was unknown. Action: the healthcare provider (hcp) will monitor the tablet and alert the rep. Outcome: the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.